Event description:
In the process of mounting the treatment table in the radiation center, the foam pad slipped, causing the pt to lose her balance and fall on the floor. Pt sustained a subcapital fracture of the right femoral neck.